Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the tip broke off. Another fiber of the same was used to complete the case. There was no clinical consequences to the patient